Event description:
It was reported that during a percutaneous coronary intervention, deflation difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified mid right coronary artery. The 3.0x8.0mm apex balloon catheter was advanced to the lesion and inflation was performed once to 10atms. The device was removed. At an unspecified time, the device was re-inserted for additional dilation, but was unable to cross the lesion. The device was removed in order to rewrap the balloon. It was inflated again, outside of the patient, but would not deflate at all. The procedure was completed with a nc quantum balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed tip damage. The balloon was bunched and creased throughout. The shaft was buckled and kinked just proximal to the proximal weld area. Blood was present within the guide wire lumen. Contrast media was present within the balloon and inflation lumen, inhibiting inflation. After soaking the device in water, inflation was able to be performed to rated burst pressure; no leak was noted. The balloon inflated and deflated successfully. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, deflation difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified mid right coronary artery. The 3.0x8.0mm apex balloon catheter was advanced to the lesion and inflation was performed once to 10atms. The device was removed. At an unspecified time, the device was re-inserted for additional dilation, but was unable to cross the lesion. The device was removed in order to rewrap the balloon. It was inflated again, outside of the patient, but would not deflate at all. The procedure was completed with a nc quantum balloon. There were no patient complications reported and the patient's status is good.